Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The provider states the end user alleged they were stuck in tilt at a (B)(6) bathroom.